Manufacturer narrative:
The account has not completed repairs. A f/u report will be sent once the customer discloses their investigation.

Event description:
The complainant stated the bed is showing flash code of 8 on the siderails due to a damaged left coiled cable with exposed wiring.